Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the issues was adaptive stimulation as they observed that all positions had intensified. The adaptive stimulation intensity for lying was lowered to sitting/standing and the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the patient feeling like they were cycling was the adaptive stimulation intensities. The patient positioning was causing the stimulation to change so the position ranges were widened and the mobility rate set at five. No other actions were taken to resolve the issue. The patient feeling like they were cycling had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that the ins was cycling (going on and off). The patient reported that she liked to feel the stimulation all the time. The patient reported that a manufacturer¿s representative (rep) set up a new program and it wasn¿t working, it was cycling. The patient reported that it was only taking about 20% of the ins battery life and she liked to feel stimulation. The patient reported that she used to have to recharge every day so she knows there was a change. The patient reported that she had switched back to her old setting and the ins was still cycling. The patient also reported that she seemed to have a problem when she got the ins adjusted, that it didn¿t stay in the right area. The patient wasn¿t getting coverage in the lumbar area but also needed bilateral leg coverage. The patient reported having a hard time getting lumbar coverage. The patient reported that she met with a rep about a week and a half ago for programming. The rep created a new program for the patient. The patient reported that since meeting with the rep, the patient could tell the cycling was happening. The patient reported that only 20-30% of the ins battery was being used. The patient noted that she was used to recharging every day. The patient reported that the rep said she didn¿t put the patient on a program to cycle. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient feels like she is cycling even though cycling is not enabled. The rep made sure cycling was not enabled, and assigned intensities to each position and widened the position range because sometimes the patient slouches. No further complications were reported. No additional patient symptoms were reported.